Event description:
Promus element plus pmss clinical study. It was reported that an in-stent restenosis occurred. In (B)(6) 2013, the patient presented for a scheduled percutaneous coronary intervention (pci). The 2.25x32mm, eccentric, type c, de novo, 75% stenosed and diffused lesion was located in a moderately calcified and mildly tortuous mid left anterior descending (lad) artery. It was treated with pre-dilation and placement of a 2.50x32mm promus element plus drug eluting stent at 14 atmospheres. Following post dilation, residual stenosis was 0%. The patient was discharged two days post procedure. In (B)(6) 2013, a six-month follow up was performed. Two days after, the patient underwent a target lesion revascularization to treat the restenosis at mid lad. The event was considered resolved on the same day. Patient was taking antiplatelet medications since (B)(6) 2013.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).